Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 1049092 , manufacturing site: 3005471919.

Event description:
End user reports catheter breaking apart (with use) in his urethra. End user reports using needle nose pliers to pull catheters out of his urethra. He reports that 5 total have broken off and "I have had to manipulate the broken part up the urethra far enough to grab them with needle nose pliers to remove them". End user reports that there were 5 catheters that broke 3-4 " up from the eyelets. He says on inspection he noticed a white mark in the catheter like it had been bent and the plastic was weakened. He is using a 12fr straight catheter. He reports bleeding for 4 days, is on antibiotics and is dripping blood in between catheterization as well. He caths 7-10 x per day. He has terminal asbestos cancer that is in his kidneys, bladder lungs etc. Additionally, end user reports bleeding from his urethra prior to this traumatic event due to his terminal diagnosis but this event did cause trauma and more bleeding.

Manufacturer narrative:
Investigation report was completed by supplier cure (integral) and root cause is not identified. Retention samples were reviewed, and no defect was found on the pouch. Further inspection was done to the tube and no similar defect was found. ¿based on the investigation, it¿s believed there is no step during manufacturing and inspection process to cause such defect. Due to no details on using process, and no photo for the broken tube, we cannot take out further investigation. Root cause is not identified.¿. Should additional information become available, a follow-up report will be submitted. FDA registration number : reporting site: 1049092 . Manufacturing site: 3005471919.

Event description:
To date no additional patient or event details have been received.